Event description:
It was reported that the patient with this pacemaker system experienced a ventricular tachycardia (vt) episode. Upon further review of the episode, it was noted that pacing inhibition was observed on the atrial channel. The right ventricular (rv) lead was suspected to exhibit loss of capture (loc) and boston scientific technical services (ts) could not determine if this contributed to the vt the patient experienced. Further testing was recommended. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system experienced a ventricular tachycardia (vt) episode. Upon further review of the episode, it was noted that pacing inhibition was observed on the atrial channel. The right ventricular (rv) lead was suspected to exhibit loss of capture (loc) and boston scientific technical services (ts) could not determine if this contributed to the vt the patient experienced. Further testing was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields h6 impact codes.